Event description:
Tandem diabetes pump #90649752 using tandem control iq software firmware 2.27.2.103, hardware revision 0xff, ble hardware ID 16705, software number (B)(4). Control iq software predicted a blood sugar to exceed 180 mg/dl and delivered a corrected bolus of insulin (novolog). The problem occurred when the glucose level begin to drop before the insulin was delivered; and the resulting bolus resulted in a rapidly falling blood sugar which fell to 57 mg/dl before corrective action could be taken. This problem with the control iq software has happened at least 5 times since (B)(6) 2022. Low blood sugar was confirmed with finger stick blood glucose. FDA safety report ID# (B)(4).